Manufacturer narrative:
Patient weight: unknown/ asked but not available. The device was not returned for evaluation as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye due to intolerable dysphotopsia at night. Patient was given time to heal and try to adjust. Another lens of different model of same cylinder power and slightly lesser spherical diopter was used as the replacement. The patient is healing well and the intolerable dysphotopsia at night has resolved in the right eye. The patient may have the lens implanted in the other (left) eye explanted as well, however, is waiting to see how the patient is doing with right eye. The original lens already explanted from right eye was discarded. No other information was provided. A separate report will be submitted capturing the lens in the left eye, if the event is assessed as reportable upon receipt of further information.